Event description:
The blue plunger was unable to advance the brush with several brushings. The 1st brush broke and we were unable to advance the brush to obtain the specimens. We were able to obtain specimens with 2nd brush, with difficulty.